Manufacturer narrative:
The reporter's strips were returned and measured on reference meters with a high-level control sample: testing results (qc range = 2.7-3.3 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. All inr values were within the specified target ranges and no error messages occurred. The allegation, in this case, could not be substantiated. The returned and the retention material meet the specification. The reporter was receiving antibiotic therapy at the time when the comparison to the laboratory took place. Per product labeling, when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable inr result with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 1.7 inr. The result from the laboratory was 2.5 inr. The time between results was requested but not provided. The patient¿s therapeutic range is 2.0-3.0 inr.